Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush heads came off the toothbrush and ended up in the mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that when he or she used two oral-b brushheads, version unknown from a four pack, they came off the oral-b rechargeable toothbrush, version unknown and ended up in his or her mouth. He or she asserted that they were then unusable. This was not the first time that the consumer had used these brush heads. No symptoms developed.

Manufacturer narrative:
On 21-jul-2016 product investigation results: reporter returned one toothbrush head on 06-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Toothbrush heads came off the toothbrush and ended up in the mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that when he or she used two oral-b brushheads, version unknown from a four pack, they came off the oral-b rechargeable toothbrush, version unknown and ended up in his or her mouth. He or she asserted that they were then unusable. This was not the first time that the consumer had used these brush heads. No symptoms developed.